Event description:
The manufacturer received information alleging a trilogy 100 ventilator was returned to the manufacturer's service center for evaluation. There was no harm or injury reported. During evaluation, it was noted that ventilator service required alarm was present indicating the control flow sensor was reading maximum or minimum counts for an extended period of time. This is a failure of the sensor and may impact therapy. Th sensor board was required to address the issue. However, no repairs were completed because the device was scrapped. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.